Event description:
During a laparoscopic cholecystectomy procedure, the clips fell from the device and then they would not stay on cystic duct. Another like device was used to complete the procedure. There was no pt consequence.